Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test with (B)(4) bluetooth was performed and passed. A review of the share logs was performed the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.